Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-dec-2025, it was reported by a sales representative via (B)(4) that an ar-3638ds straight knotless fibertak dispoable kit drill bit got stuck in the guide as there was no lubrication and it was too dry with no water. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information available, including the returned device, visual and functional evaluation, and event description, the most likely cause is attributed to user-related factors. Resistance and sticking may occur when debris or bone dust accumulates within the flutes or around the bit, which can increase friction during use, particularly if the device is not adequately cleared or lubricated as intended.